Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device and two batteries were returned to zoll medical italy; the customer's report was observed during review of the clinical data. Both batteries were received reconditioned and were able to perform 20 plus shocks in both manual and AED mode. The device passed all testing successfully. Review of the clinical file confirmed the device powered to a calibration required and could not charge to the selected energy limit and logged a "charging error" with a payload 24 (the voltage dipped below 8vdc), a "charging error" with payload 17 (the device is charging at less than 6vdc every 0.5 seconds), and "defib charge timeout" with payload 59 (the 25 second charge limit has been reached). Analysis of reports of this type has not identified an increase in trend.